Manufacturer narrative:
Other text: one unit was returned for investigation. Upon visual inspection, it was found that the flange was detached from the tube and a ring around the tube was detected as well. This indicated that the machine heated the tube and it was not fully welded properly. Root cause analysis traced this to manufacturing. Quality personnel were contacted about the issue. DHR review showed no other component failures like the one reported for this lot number.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line classic required trach change out. Reported the nurse found that the patient had desaturation accidentally. The tube was then checked and tracheostomy found that the tube was separated into two parts, the neck flange and the tube shaft. Neck flange was removed, but the tube shaft was left in trachea. The surgeon took the tube shaft out by using endoscopic method.